Event description:
It was reported that the pt experienced a shocking or jolting sensation. It would start in the patient's stomach and travel all the way to the back of her head. She was admitted to the emergency room in [2008] and was discharged today [three days later]. The event started approx one week ago. She was given medication. She was at home. Further info is being requested from the hcp.